Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona cemented stemmed tibial component right size f catalog #: 42532007502 lot #: 63949714, persona posterior stabilized standard femoral component right size 9 catalog #: 42500606602 lot #: 63897833, persona cemented all-poly patella 35mm catalog #: 42540200035 lot #: 63975979. G2 - report source - foreign: event occurred in australia. The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. This report was previously submitted erroneously on dec 10, 2024 under manufacturing report number 0001822565-2024-03889.

Event description:
It was reported that the patient underwent a knee arthroplasty revision to address post-operative polyethylene fracture approximately six (6) years post-operatively. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h4, h6, h11. Visual evaluation of pictures provided confirmed that the explanted polyethylene tibial insert was worn and discolored and a small, irregularly shaped fragment had fractured off from the implant. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d9, g3, g6, h2, h3, h6, h11. The complaint sample was returned and visual examination of the product confirmed the post had fractured off. Further analysis determined the fracture was possibly due to overloading and potentially exacerbated by impingement damage through a crack at the initiation site with fatigue-related crack propagation progressing until the post separated from the surface of the device. The root cause remains unchanged at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.